Event description:
Paramedics connected the device to a pt for routine monitoring. Reportedly, the initial pt ECG was not visible on the device displays. The device was powered off approximately one minute later. No additional details concerning the event were reported. There were no adverse affects on pt treatment reported.